Event description:
Ambulance personnel responded to a witnessed cardiac arrest. The pt had no pulse or respiration and as a result of being treated by first responders, had defibrillation electrodes attached when ambulance personnel took over treatment. The pt was diagnosed to be in ventricular fibrillation and reportedly when a countershock was delivered, the energy arced from the paddle to the electrode post and did not deliver the stored energy to the pt. The operator repositioned the hard paddles away from the electrodes and treatment continued without further incident. The pt was not resuscitated. The reporter stated the event was the result of operator error and not a device malfunction.